Event description:
It was reported that high out of range pacing impedances were noted on this right ventricular (rv) lead. The impedances suddenly increased from 650 ohms to 1200 ohms without any noise, or other abnormalities, and has remained stable. The latest out of range value for the out of range measurement was not yet recorded. Technical services (ts) provided troubleshooting recommendations, and requested a new patient initiated interrogation (pii). Ts suspects a change in patient condition and/or tissue conductivity. This rv lead remains in-service at this time. No adverse patient effects were reported.